Event description:
A (B)(6) female pt called zoll customer support to report that her monitor screen was blue and was making a strange audio alarms. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor resetting, strange audio alarm) has been confirmed. Upon investigation the monitor was unable to fully power up and was resetting due to corrupt flash programming. The source of the corrupt flash programming could not be positively identified. Upon reprogramming of the flash memory, the monitor was fully functional. No adverse event resulted from the defective flash memory. The pt received a replacement monitor.